Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova service representative was dispatched to the facility to investigate. On site he was able to conform the reported defect. He returned the defective pump to the manufacturing site for investigation. The pump was returned to livanova (B)(4) for further investigation. During the evaluation the reported issue could be confirmed. As root cause for the reported malfunction a foreign body inside the pump could be determined. It was not possible to determine where the foreign material came from. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 double head pump displayed an error message and the pump stopped during procedure. There was no report of patient injury.